Manufacturer narrative:
(B)(4).

Event description:
The customer reported the obturator seems like it has more of a right angle and it is getting stuck in the tracheostomy tube.

Manufacturer narrative:
(B)(4). A dimensional test was performed to the received samples and all readings are within specification according to shiley custom tracheostomy tube template; therefore no failure mode was detected in the received sample, additionally all manufacturing controls were found acceptable and effective to detect the reported failure mode.